Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a revision of a septoplasty on (B)(6) 2012 and an absorbable mesh/splint was used. Post operatively, the patient experienced persistent swelling of the mucosal flaps. By the third week post operative, a small amount of yellow serous nasal drainage was noted with increased pain suggesting an infection. The patient was treated with cefdinir for 10 days. During the seventh week post operative, it was noted the splint had partially extruded. The patient was returned to the or at which time the splints were removed and the nose was allowed to heal secondarily. Since the removal, the patient has had persistent flap edema with bilateral airway narrowing.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.